Event description:
Additional information received indicated patient had the ipg replaced and postoperatively effective therapy was restored.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient had surgery where the device was not placed in surgery mode. Subsequently, the patient has been unable to connect to the ipg and the patient controller is displaying an error message since the procedure. Troubleshooting was attempted by the company representatives to no avail. Follow-up identified the patient may consider surgical intervention at a future date.